Event description:
Reportedly, the connection between the home monitor and its power supply is not stable. Preliminary analysis revealed a damaged component.

Manufacturer narrative:
Preliminary analysis revealed a damaged component.

Manufacturer narrative:
Expertise of the subject device confirmed the reported behavior and revealed that the female connector on the home monitor was damaged. The root cause of this issue could not be determined with certainty; however, inadequate handling by the operator may be the cause of this deformation. It could be the result of repeated improper use of the plug on the device. This case is recorded for trending purposes.

Event description:
Reportedly, the connection between the home monitor and its power supply is not stable.